Event description:
Stapler was needed to close excision site of malignant back lesions. First stapler misfired, two other staplers misfired and jammed during use. Some staples appeared crooked on incision - removed. Other stapler used fine, 3 defective staplers removed from room.